Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported on behalf of her friend that upon removal of an unspecified number of tampons, the string separated from the pledget. She manually removed the pledgets from her vaginal cavity. No further details about the friend's experiences were able to be obtained.